Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient did not report that he had any symptoms but stated his friend called an ambulance and was taken to the hospital. The patient stated that he could not remember comparative values from the event but the cgm was lower than his actual blood glucose which was more than 400 mg/dl at the hospital. The patient was treated with IV and was at the hospital for one day. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.